Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction with mentor memorygel breast implants (300cc on the left side; 200cc on the right side). The patient reported that she was diagnosed with right-sided breast cancer on (B)(6) 2020. She stated that she would have to go into radiation but her physician does not believe that her implants could handle the treatment. She also stated that an MRI on (B)(6) 2020 confirmed bilateral intracapsular rupture. As a result, the patient's devices were scheduled for removal on (B)(6) 2020. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on may 4, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On may 12, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on june 5, 2020, mentor became aware that the patient also experienced calcification on the right side. As a result, the patient underwent a core biopsy on the right side. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).